Manufacturer narrative:
Model number/ catalog number: sc-2138-50, serial number: (B)(4), batch/ lot number: a05024/ 106621, model/ catalog description: phase iii linear lead - 50cm. Model number/ catalog number: sc-1132, serial number: (B)(4), batch/ lot number: 19896994, model/ catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn.

Event description:
A report was received that the patients leads were no longer working. Symptom of stimulation changes and loss of stimulation consistently were noted. The patient underwent an ipg and leads replacement procedure and was doing well postoperatively.